Event description:
Same case as # 6000093-2005-00348. 41 hours after a drug eluting stenting treatment procedure, a thrombosis occurred. In 2005 the pt had stents placed to the left anterior descending artery (lad) and the right coronary artery (rca). The non-calcified, non-tortuous, 90% stenosed lad lesion, located in the area of the first septal and first diagonal branches, was not predilated. A 2.50 x 12 mm taxus express2 drug eluting stent was successfully deployed at 12 atms for 30 seconds. The non-calified, non-tortuous, 90% stenosed rca lesion was also not predilated. A 2.75 x 16 mm taxus express2 drug eluting stent was successfully deployed at 16 atms for 30 seconds. Lasix and angiomax were administered during the procedure and 600mg of plavix was administered post-procedure. Results were good and the pt was discharged from the hospital. On the 2nd day the pt was readmitted with chest pain, st elevation and an acute non-q wave mi. They were taken to the cath lab where they were placed on an intra aortic balloon pump (iabp) before proceeding with intervention. Repeat angiography showed the rca and lad to be completely closed at the proximal ends. The lad thrombus was opened using a 2.5x15 mm maverick otw balloon, after three balloon inflations the pt experienced venticular tachycardia was given a defibrillation shock at 200 joules. An amiodarone 150 mg bolus was administered. The rca thrombus was then opened using a 2.5 x 15 mm maverick otw balloon, after the first inflation the pt became bradycardic. Dopamine, atropine, epinephrine and vasopressin were given per acls guidelines. The pt vomited, was suctioned and intubated. Chest compressions were started, the pt again received a defibrillation shock at 200 joules, and an admiodarone 150 mg bolus was given. The procedure was concluded, the iabp remained in the pt and the pt was not initially expected to recover. In about 11 days later it was reported that the pt was no longer on a balloon pump. They were expected to be discharged in the next day.